Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4: 00 pm with blood glucose of 358 mg/dl. Customer's blood glucose was 270 mg/dl at the time of call. Customer's parent reported that they were hospitalized because of diabetic ketoacidosis. Customer was vomiting. High blood glucose reading started a month ago. Customer was treated with IV and injection during emergency room visits. Customer was wearing the insulin pump during hospitalization. Customer cannula was bent. Customer was wearing the insulin pump during hospitalization. No further information was giving about high blood glucose reading incident. Products will not be returning for analysis.